Event description:
It was reported that a technician, trained in the use of the perclose proglide device, attempted arteriotomy closure of the considerably calcified common femoral artery after a diagnostic procedure. Reportedly, an anterior cuff miss occurred. The device was removed and another proglide was used with the same results. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The perclose proglide (part 12673-03, lot 920416h) is being filed under a separate medwatch MFR number. (B)(4) - patient selection. The customer reported the device was discarded. A root cause for the reported event could not be determined. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint.